Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead dislocated when cutting the sheath. Several attempts were made to reposition the sheath in the patient's specific vascular anatomy, however then the head of the lead embedded into tissue. It was initially unable to be removed, but then it was removed and another lead was used. No patient complications have been reported as a result of this event.